Manufacturer narrative:
Device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine¿+ pen needle broke off in patients body and he removed needle himself. The following information was provided by the initial reporter: this is a report about the pen needle breaking off during use, which remained in the user's body. When the user made a subcutaneous injection, the needle pe broke off and remained into the body. The user took it out of the body by himself. The user then brought the broken needle pe to the pharmacy. No serious health hazard was reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.1. Type of reportable events: malfunction. H.6. Investigation summary: samples were received and an investigation was performed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that bd micro-fine¿+ pen needle broke off in patients body and he removed needle himself. The following information was provided by the initial reporter: this is a report about the pen needle breaking off during use, which remained in the user's body. When the user made a subcutaneous injection, the needle pe broke off and remained into the body. The user took it out of the body by himself. The user then brought the broken needle pe to the pharmacy. No serious health hazard was reported.